Event description:
It was reported that the 6 mm monopolar curved scissors (mcs) had a plastic at the tip of the instrument chipped. The procedure was unknown how it was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and failure analysis investigations successfully replicated and confirmed the customer-reported complaint that the plastic at the tip of the instrument was chipped. The instrument was found to have a broken instrument tube adapter. This component, located at the distal end of the instrument, serves as the interface between the instrument and the user-installed tip accessory. The broken piece was not returned and was estimated to measure approximately 1.50 mm x 2.05 mm in size. This was an additional finding, not reported by the customer, revealed that a fragment had detached from the instrument. This detached piece originated from the instrument's tube adapter and was also not returned. The complaint was confirmed by failure analysis. The probable root cause of a broken tube adapter of instrument is attributed to excessive force applied to an installed tip accessory during use, such as inadvertent collisions with other instruments and improper installation or removal of the tip accessory. The probable root cause of detached fragment is attributed to broken tube adapter of instrument.